Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The fully charged autopulse li-ion battery (sn (B)(4)) does not power on the autopulse platform. The status leds on the battery illuminated 4 green lights. The customer moved the charger inside to charge the battery under the air conditioner to troubleshoot the problem. The customer noticed that sometimes the battery works as intended in the mornings. But in the afternoon, the battery fails to power on the platform. No patient involvement.